Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode, resulting in a fall. Upon interrogation, the device was found to be in fallback mode.